Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cabinet aux1 and aux6 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not detected on bus. A field service engineer found entire auxiliary drawer failed and was not detected on bus. Further, the engineer reseated pyxibus cable to all drawers and reseated pyxibus cable between main and auxiliary and confirmed that all drawers and cubies were present after restart to resolve the issue. The system functioned as intended after the field service engineer repaired the device.